Event description:
Customer reportedly received results of 107 mg/dl and 260 mg/dl within 10 minutes on the same device. No low or high blood symptoms reported. No adverse event reported. Controls were run three weeks ago and were in range. Requested return of suspect device and replacement was sent.